Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired at the firing on the rectum. The surgeon felt that the firing handle would be locked. The anvil of the device in question was placed as is and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r58p55. The analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r58p55. The analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.